Manufacturer narrative:
Device evaluation: the suspect medical device was returned to the manufacturer for investigation. The investigation confirmed that a part of the ceramic insulation at the distal end of the resection sheath is broken off. The cause of this damage is most likely thermo-mechanically induced fatigue/wear and tear in combination with mechanical overload like impact,drop or fall. Therefore, this event/incident was attributed to use error. It cannot be conclusively determined whether the insulating insert was pre-damaged at some point in the past, whether the damage was caused during the reprocessing cycle preceding the incident, or during the procedure. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the resection sheath without showing any abnormalities. The case will be closed on olympus side and the user will be informed about the investigation results.

Event description:
Olympus was informed that during a therapeutic transurethral resection (tur) procedure, the ceramic insulation at the distal end of the resection sheath broke off and fell into the patient. One fragment was reportedly retrieved but it is unclear whether possibly a small fragment may have remained inside the patient. The procedure was successfully completed without significant delay using a similar device.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic transurethral resection (tur) procedure, the ceramic insulation at the distal end of the resection sheath broke off and fell into the patient. One fragment was reportedly retrieved but it is unclear whether possibly a small fragment may have remained inside the patient. No further information was provided.